Event description:
It was reported that during the use of the device for a non-clinical activity (training), the battery icon was green and indicated 283 mins remaining on the perfusion system. Then the battery icon changed to yellow for a few seconds, as the system was operating normally. There was no pt involvement.

Manufacturer narrative:
Per the field service rep (fsr), he believed this problem happens sometimes on systems that are not used often. No action will be taken from customer. Per f/u with the customer on (B)(6) 2013, they informed the complaint investigator that the perfusion system (aps1) was up and running and had finished a complete boot up. They had already showed the class how the aps1 goes onto d/c back-up and they had been back on normal a/c power running in steady state when the light emitting diode (led) on the front panel of the aps1 momentary flashed to yellow. The trainer said that it happened so quickly she would not have seen it if she had not been staring directly at the panel. They did not review the auxiliary screen to see if an error message was present. The led went directly back to green and the unit functioned as expected for the remainder of the day. The data logs have been requested for review.